Manufacturer narrative:
Additional information: a review of radiographic images shows lumbar preoperative films show an interspinous process device for stenosis at l4. There is a minimal spondylolisthesis at this level along with degenerative changes. Surgery consisted of decompression, removal of the device and two level tlif at l4 and l5. Complication reported was loosening of the s1 screws requiring extension of construct to include iliac screws. This is a known risk of instrumented fusion with osteoporotic patients. Treatment was appropriate initially and in revision.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.